Event description:
It was reported to philips the user complained about being shocked during test. We are considering this to be a serious injury. User harm was initially listed as yes, however, the philips field service engineer later clarified that was an error and there was no harm to the user. The device was not attached to a patient at the time of the user being shocked. The user received a medical check and no treatment was required. A philips field service engineer evaluated the device and was unable to duplicate the issue. The device passed all performance assurance tests. . No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the user complains about being shocked during test. User harm is listed as yes. Additional details have been requested. We are considering this to be a serious injury.